Event description:
It was reported that during use, under-delivery occurred. Per the reporter, when the patient presented to the clinic, there was approximately 39ml of medication remaining. The reservoir volume had been 92ml and programmed to deliver 2ml/hour for 46 hours. No adverse patient effects were reported by the customer.